Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune reaction, deflation manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient of unknown age who underwent breast reconstruction with mentor gel implants post augmentation procedure in march of 2014, developed multiple allergies (drug, environmental, and food), back pain, neck pain, rt. Rib pain, raynauds, ibs, bilateral frozen shoulders, surgery for ovarian cyst, another surgery for adhesions, swollen lymph node in neck, migraines, severe fatigue, brain fog, seizures, weight gain, anxiety, depression, insomnia and neuropathy. The patient went to a gastroenterologist, pain management, two rheumatologists, a neurologist, two allergy doctors, two orthopedic surgeons, and an allergist. The patient had two colonoscopies, three shoulder surgeries, biopsy of neck lymph node, two female surgeries, all within four years of getting her implants. The patient underwent explantation on (B)(6) 2018, where one was found to be grossly ruptured and had been most likely since they were put in. The patient reports that she is almost completely herself again post explantation. The patient reports that her allergies and migraines are gone and that color is back in her face. She has energy to live life again. The patient reports she has 2 lung nodules being monitored and she sees a rheumatologist but she feels 100% better. The root cause of the patient's symptoms are unclear. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On 5/1/2019, the product investigation was completed. Device investigation summary: it was not possible to perform a proper product investigation since the implants were not returned. Nonetheless, the customer provided some pictures of the actual implants involved in the complaint. Based on the pictures, the right breast implant appears severely rented. The complaint was confirmed for rupture. No further investigation can be performed at this time. No corrective actions are required. Complaint will be closed. If the complaint device is received in the future, the complaint will be reopened and an investigation will be performed accordingly. Manufacturer¿s reference number: (B)(4).